Event description:
Swan ganz floated. Balloon checked prior to insertion. Swan floated, wave form abnormal. Unable to distinguish location. Unable to deflate balloon. Pulled swan ganz out - balloon had a leak and was deflated.